Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that since the past three weeks, patient would turn stim up, she would feel it for 15 minutes and then she would stop feeling it. Patient stated that her doctor thought her leads have come loose. Patient reported she has had the same leads she did with her original device in 1997. Patient later clarified that her doctor never checked the patient¿s leads to verify their state. The doctor only stated that the leads should be replaced because they are (B)(4) years old. Patient reported having bowel accidents again the past 3 weeks. Patient was currently working with their doctor on replacing the ins and leads. No further symptoms reported. No device complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding a patient on (B)(6) reported her implantable neurostimulator (ins) and lead was replaced on (B)(6). There were no further complications that have been reported as a result of this event.